Event description:
The facility returned the device for service. During service the baxter repair technician reported depleted batteries as a result of fail code 512:320 which was caused by a disconnected wire harness. No reports of any patient incident involving this pump